Event description:
On or around 10/22/1997 the account obtained a false positive result of 38.49 miu/ml for bhcg, which was run on the axsym analyzer. The sample was run in a primary tube, with a bar code label on the host query mode. According to the account, when the sample was retested, a result of 0 miu/ml was given. No report of injury.

Manufacturer narrative:
Complaint evaluation: additional info was requested for further investigation of the erratic result documented in the complaint text, but was not received. Based on the info provided, a definitive causative agent could not be determined. Analysis of complaint trending was performed during the investigation. There were no adverse trends observed in either 12 months overal complaints versus axsym analyzer or in pt results coded complaints. This is the final report.